Event description:
It was reported that the tip of a 2.5mm screwdriver broke off during a revision surgery. The surgeon was performing a revision for a lumbar surgery due to the patient suffering from an adjacent level degeneration. The surgeon planned on removing the transconnector and the pedicle screws with the device and the screwdriver tip broke while the surgeon was removing the pedicle screws. There was no patient injury or problem. The tip was easily retrieved. A replacement screwdriver was available and the pangea screws were successfully removed. He also reported the original date of implant as sometime in 2010. No patient information was available. The revision surgery was due to the patients condition, and not device related. No further information was provided. This is report 1 of 16 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Adjacent level disc degeneration. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The subject device has not yet been received and the evaluation and investigation is contingent on the device being returned. Currently, no conclusion can be drawn. Placeholder.

Manufacturer narrative:
A product development evaluation was conducted. The report indicates that the instrument¿s torque capability is significantly more than the amount of torque required to securely tighten or loosen a set screw of a transconnector or transverse bar.device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Due to an unknown cause the tip of the hex drive broke. The material and hardness were verified and conform to specifications as well as the shaft diameter near the broken tip. A measurement across the flats of the hex and the length could not be taken because the tip is broken. The instrument conformed to dimensional specifications at the time of manufacturing and passed functional testing at synthes incoming inspection. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. (B)(4).